Event description:
It was reported that the patient developed an infection at the lead site. Symptoms of swelling, sensitivity, warm to touch, and fever were noted. Physician believed that the infection was device related. The patient was placed on antibiotics. All components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks after the implant date. Additional suspect medical device components involved in the event: product family: scs-ipg-pc; upn: m365sc14160; model: sc-1416; serial: (B)(6); batch: 225289. Product family: scs-linear leads upn: m365sc2218700; model: sc-2218-70; serial: 7102238; batch: 7102238. Product family: scs-lead fixation upn: m365sc43160; model: sc-4316; serial: (B)(6); batch: 33651622. Product family: scs-lead fixation: upn: m365sc43180; model: sc-4318; serial: (B)(6); batch: 33872611.